Manufacturer narrative:
The product was returned to edwards for visual evaluation. The reported particulate was confirmed. The particulate was found to have a high likelihood of being polyester resin, unsaturated, in styrene. Based on the analysis, most likely root cause is excessive adhesive application upon assembly, which when entered the lumen was cured. Manufacturing records were reviewed and there were no related manufacturing non-conformances. Risk analysis was performed and it was determined in this case that the event is isolated and trend is in control. Therefore, no further corrective action will be initiated.

Event description:
It was reported by warehouse in (B)(4) that "unknown adhesive-like material was found on the cannula near the blue shrink tape during incoming inspection."